Manufacturer narrative:
As reported, the pressure indicator of a 6f¿12f mynx control venous vascular closure device (vcd) would not stay out of the handle with the black marker exposed during balloon inflation, indicating an issue with the balloon. The device was removed, and another device was used to successfully close the patient¿s venous access site. After removal, the balloon was reinflated outside the body and was observed to be leaking. There was no reported patient injury. The device had been prepared per the instructions for use (IFU), inserted through an unknown sheath in the patient¿s left femoral vein, and engaged with the sheath catch. The user is trained to the device. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. One non-sterile mynx control venous vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found in the open position, with a cordis mynx syringe attached to the unit. The sealant was partially exposed but still mounted on the unit delivery shaft. In regards of the sealant sleeves conditions a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was found to be ruptured, presenting a longitudinal tear, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined specification. The dimension was obtained using a calibrated ruler. A dimensional analysis in the slit of the sealant sleeves could not be executed due to the frayed/split/torn condition of the sealant sleeves. An attempt to perform the deployment test was considered; however, functional deployment analysis could not be performed due to rupture of the balloon. The observed rupture prevented the device from being deployed as intended, thereby precluding safe and representative deployment testing. Consequently, no deployment performance data could be obtained from the unit received. A high magnification microscopic evaluation was executed to evaluate the balloon. During this analysis, the presence of a longitudinal tear in the balloon was confirmed. Verification of compatibility with the sheath per device IFU could not be completed, as no csi was received. Furthermore, the attempt to perform the insertion/withdrawal test using a lab sample was unsuccessful due to the frayed/split/torn condition on the sealant sleeves. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device due to the balloon rupture noted. Additionally, a condition was noted to the returned device of ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed due to the frayed/split/torn condition of the sealant sleeves noted. However, the exact cause of the balloon rupture noted, and the observed condition of the exposed sealant could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, procedural/handling factors (such as the use of excessive force), access site vessel characteristics (although it was reported that there was no pvd/calcium noted), and/or concomitant device factors (which was not returned for analysis) most likely contributed to the reported balloon loss of pressure since excessive force with the device, a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. Additionally, procedural/handling factors with the device likely contributed to the frayed/split/torn condition of the sealant sleeves and the subsequent premature exposure of the sealant. It should be noted that the mynx control venous device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the IFU displaying the sealant sleeve slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this received condition occurred during the procedure or due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states, ¿do not use if the mynx control venous vcd 6f-12f components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU instructs while inserting the device into the sheath, ¿carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ also, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggests that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the pressure indicator of a 6f¿12f mynx control venous vascular closure device (vcd) would not stay out of the handle with the black marker exposed during balloon inflation, indicating an issue with the balloon. The device was removed, and another device was used to successfully close the patient¿s venous access site. After removal, the balloon was reinflated outside the body and was observed to be leaking. There was no reported patient injury. The device had been prepared per the instructions for use, inserted through an unknown sheath in the patient¿s left femoral vein, and engaged with the sheath catch. The user is trained to the device. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. The device was later returned for evaluation.

Event description:
As reported, the pressure indicator of a 6f¿12f mynx control venous vascular closure device (vcd) would not stay out of the handle with the black marker exposed during balloon inflation, indicating an issue with the balloon. The device was removed, and another device was used to successfully close the patient¿s venous access site. After removal, the balloon was reinflated outside the body and was observed to be leaking. There was no reported patient injury. The device had been prepared per the instructions for use, inserted through an unknown sheath in the patient¿s left femoral vein, and engaged with the sheath catch. The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.